Manufacturer narrative:
(B)(4). Failure event observed during analysis. Final analysis found an external abrasion at 49.1 cm to 49.4 cm from the connector pin which breached the outer insulation and exposed the outer coil. The abrasion was consistent wit exposure to constant friction against another implantable device. (B)(4).

Event description:
This report is to advise of an event observed during analysis.